Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer received multiple continuous glucose monitor errors (error 42). There was no reported adverse impact to the customer. Customer reverted to using an alternate method of insulin therapy.